Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the patient¿s blood glucose was high. The customer reported that she changed the site several times but keep getting high blood sugars. Customer has had events of 400 mg or more for at least 3 days. Patient's current blood glucose was 307 mg/dl. The customer was using bolus but if it won't come down she would give a shot. The customer treated for high blood glucose with syringes. Customer stated the drive support cap appears normal. Customer does not have a tubing clamp available. The customer was advised to call back after getting tubing clamp to perform high pressure test. The insulin pump will not be returned for analysis.